Manufacturer narrative:
One 8f swartz braided introducer sheath and dilator were received for evaluation. The hemostasis seal was microscopically inspected through the hemostasis hub cap. No visual anomalies were noted. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, air was aspirated into the syringe when applying negative pressure for flushing. Several aspirations were attempted, however air was still present. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. No additional puncture was required for replacing the introducer.